Event description:
The event is reported as: complaint alleges that the prongs on the CPAP are malformed and that the tubing splits where it connects to the pt interface. Complaint also states that the split occurred after several hours of clinical use. The alleged incident was discovered by respiratory care staff during use in the nicu dept. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.